Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. Device resulted positive to pseudomonas aeruginosa: 26feb2024 - operating channel, 136 cfu; 28feb2024 - suction channel, 360 cfu; 11mar2024 - operating channel, 80 cfu; 11mar2024 - suction channel, 80cfu. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Correction to b5 of the initial report, the user provided third-party culture result/dates were as follows: sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: 136cfu/channel. Bacterial identification: pseudomonas aeruginosa. Sampling from: suction channel. Cfu: 360cfu/channel. Bacterial identification: pseudomonas aeruginosa. Sampling from: a/w channel. Cfu: 28cfu/channel. Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: 80cfu/channel. Bacterial identification: pseudomonas aeruginosa. Sampling from: suction channel. Cfu: 80cfu/channel. Bacterial identification: pseudomonas aeruginosa.

Manufacturer narrative:
Correction to b3 and b5 of the initial report. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviations from instructions for use (IFU) were identified; the air/water channel and auxiliary water channel were not brushed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: distal end cfu: negative bacterial identification: n/a sampling date: (B)(6) 2024 sampling from: biopsy, suction channels cfu: 0cfu/ml(37) bacterial identification: no detection sampling date:(B)(6) 2024 sampling from: a/w channel cfu: 1cfu/ml(37) bacterial identification: staphylococcus epidermidis the device was evaluated where additional potential adverse event(s) were/was confirmed where foreign material was noted in the air/water cylinder and air/water tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.